Event description:
It was reported that the ventilator indicated the alarm massage "airway pressure low", but failed to generate an audible alarm. The case happened between 11:00 pm and 11:45 pm. The pt needed to be reanimated. After that the pt was ventilated by the ventilator until the morning.

Manufacturer narrative:
The device was inspected on-site and found to be within specification. Specifically all provoke alarms were given visible and audible by the ventilator. The device log has been sent to the manufacturer for detailed analysis. No technical device failure could be found in the log file. The log file indicated a leakage in the breathing system that was followed by an audible and visible alarm at 11:06 am. Subsequently every minute alarms have been generated that pointed to the existing leakage. At 11:52 pm, the leakage problem was solved. Alarm silence was activated for the first time and parameters have been changed. Obviously the user did not recognize the alarms between 11:06 pm and 11:52 pm. The device did not cause or contributed to the reported incident.